Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Event problem and evaluation codes: patient code: (B)(4). Method: (process evaluation): work order search. Results: (evaluation result): a lens work order search was performed and another similar complaint was found within the work order. Conclusion: (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported had lost vision due to the development of a cataract and the lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.